Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an event where the infusion set tubing detached on (B)(6) 2024. The insertion site was at the stomach. The location of detachment was at the tubing. The infusion set had been used for 1 day. The event occurred while the patient was sleeping. No further information was available.